Manufacturer narrative:
The device has not yet been returned for analysis; however receipt is anticipated. Photographs were provided by the distributor showing a package seal in which it appears the end of the inner pouch is caught inside the outer package seal. The photgraphs however did not provide any product identification such as the label on the pouch. Upon receipt of the actual product an evaluation will be performed and a second follow-up report will be submitted.

Manufacturer narrative:
Conmed is still anticipating the receipt of this device however; as of this date the device has not yet been returned. Upon receipt of the device for evaluation an analysis will be performed and upon completion of the investigation a supplemental medwatch report will filed.

Manufacturer narrative:
Upon receipt of the device for evaluation, conmed will perform an analysis of the product and upon completion will file a supplemental medwatch report with the evaluation results.

Event description:
The distributor in (B)(4) reported during incoming inspection of the 5.5 x 18.5 x 0mm micro sagittal blade, fine it was observed that the sterile package was not sealed properly. The distributor further explained that the vinyl was pinched between the sterilization seal. There was no patient involvement as this was discovered prior to acceptance by the distributor and never distributed to a user facility.

Manufacturer narrative:
The device was received for evaluation in the original packaging. Visual inspection noted an extension of the product protection sleeve was trapped in the chevron seal of the outer package. Dye penetration testing also failed at this same location. The customer complaint has been confirmed. This product was manufactured in a lot containing (B)(4) units. There have been no similar complaints received for this device/lot# combination. A two (2) year review of complaint history for this product and failure mode shows there have been no other complaints received. During this same 2-year time frame over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. This failure mode is addressed in risk documentation and the risk analysis shows an acceptable risk level. The packaging issue was obvious to the inspector and prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use including shipping/receiving, distribution, storage and immediately prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact.